Event description:
Patient suffered fracture of the right femur. Reduction and implantation plate on (B)(6) 2012. Patient has experienced re-occurring infection from implantation of two knee prosthetics and is on antibiotics. Patient was returned to o.r. On (B)(6) 2013 for removal of plate and screws on (B)(6) 2013. Patient was revised to another plate. Reportedly the patient is doing well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: plate broke in situ on an unknown date. Plate was removed along with three intact cortex screws and nine intact locking screws. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6) 2012: x-ray, CT scan, (B)(6) 2012: x-ray: osteoporotic compression of l3.l4, arthrosis: (B)(6) 2012: MRI: left convex scoliosis, disc herniation at l1.l2, disc bulge l3,l4. Anterolisthesis of l5 on s1: (B)(6) 2012: MRI: compression fracture of l3, (herniation) confirmed, pte gamma: left leg swelling. (B)(6) 2013:x-ray, x-ray: (B)(6) 2012, fracture of right femur, (B)(6) 2013: x-ray, broken plate, (B)(6) 2013: x-ray, (B)(6) 2013: x-ray. Parkinson disease, osteoporosis, arthrosis, vascular problems, re-occurring infection. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided) and probably also torsional loads. Constant load cycles (during walking) iced to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the va-lcp. The plate could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.